Event description:
A combined correction complete report is being submitted due to completion of the investigation on 29-jul-2025 to update imdrf codes.

Manufacturer narrative:
Device evaluation: 1 unit of zso-7-7 of lot number c2197898 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review: prior to distribution zso-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-7 of lot number c2197898 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: upon review of complaints this failure mode has not occurred previously with this lot c2197898. Instructions for use/label: as per the notes section of the instructions for use, ifu0045, which informs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" the user is also advised in the pre-cautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) it is known from the available information that incorrect wire guide was used with the device. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance root cause review: a definitive root cause could not be determined from the available information. A possible cause of this complaint may be that the bent occurred while being straightened with the stent sleeve. Summary: complaint is confirmed based on customer and /or rep testimony. Confirmed qty of devices: 01 devices used. According to the information provided, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause could not be determined from the available information. A possible cause of this complaint may be that the bent occurred while being straightened with the stent sleeve.

Event description:
The doctor wanted to insert the zso-7-7 in the biliary duct. So the nurse prepared the zso-7-7 and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the guide wire into the zso-7-7 it was impossible. Additional information received on 01-apr-2025. 1. Does the complaint relate to: device placement, device removal, observation prior to patient contact - yes. 2. If not, with the device in question, how was the procedure finished? - he used a new product. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. - it was stored at the treatment site. 4. Was the wire guide lubricated prior to use? N/a, yes. 5. Was the wire guide inspected for damage prior to use? Yes. 6. Was the device at the center of the complaint inspected for damage prior to use? Yes. 7. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Yes (if yes, please indicate the procedure performed.) - he performed est procedures. 8. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 9. What intervention (if any) was required? 10. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 11. Please specify if any straightener was used to straighten the pigtail part of the stent. 12. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 13. Please indicate (please specify), the nurse prepared the zso and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the giuide wire into the zso it was impossible. Was resistance encountered when advancing the wire guide to the target location? N/a. Was resistance encountered when advancing the introduction system in place to the target location? N/a (how did the physician deal with this resistance?) 14. How did the physician determine the length of the stent to be used for the procedure? 15. Where was the stricture located in the duct? Was the stricture dilated prior to placing the device? (If so, please indicate what device(s) were used.) Was resistance encountered when advancing the stent through the obstructed area? N/a. 16. After placement, was stent position verified? N/a (if yes, please describe how). 17. Please estimate the amount of time the stent was in place prior to this occurrence. 18. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.